Event description:
Additional information later reported 5/2 was initial adjustment in the hcp¿s office. It was noted that the patient had asked for med increase to have better pain control. It was indicated the patient did not have pain. The patient had nausea and vomiting, attributed to drug side effects. The pump dosage was decreased ad the patient had been doing fine, the issue resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n427841, product type accessory. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was still having back pain at ¿0.064¿ which was what the patient got after pump implant. On (B)(6), the hcp increased it to ¿0.40¿. The patient stated they were sicker than a dog and couldn¿t keep water down and was vomiting right and left. The patient was hospitalized on (B)(6). Per the patient by (B)(6) they were instructed to decrease the patient down to ¿0.064¿ again. Per the patient they were not sure if the ¿0.064¿ is the dosage or the flow rate. The patient also stated that the morphine caused constipation a couple of days after the pump was implanted. The pump was used to deliver morphine.additional information has been requested, but had not been received as of the date of this report.